Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate delivery of heparin occurred during hemodialysis with an ak 98 machine. The set rate of the pump was 2ml/hour, and the set time to stop the infusion was 30 minutes before the end of treatment. The pump was 'too fast and all heparin infused within one (1) hour after the start of treatment. There was no residue left in the syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. However, the machine was evaluated on-site by a local engineer. No service information was provided. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.